Event description:
We received an allegation of questionable inr results for one patient with a coaguchek inrange meter compared to an unknown laboratory methodology. The patient's meter result was 4.8 inr. The patient's laboratory result at the hospital was 2.7 inr.

Manufacturer narrative:
The test strips were requested for investigation, however, the test strips are not available for return. It was reported the patient does not currently use the coaguchek inrange. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation is patient/consumer.